Event description:
The customer reported having a button error alarm. Troubleshooting was performed. The buttons were not pressed down for three minutes or greater. The blood glucose reading was 267mg/dl. The caller mentioned also getting battery alarms and unresponsive buttons. Advised the customer that the insulin pump is replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with frozen display due to moisture damage found also on the motor. Further testing could not be performed due to the frozen display.